Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe ii 16mm / 0° angle had a breakage after surgery can be confirmed since the provided x-ray shows a broken device. The breakage occurred within 7 months (see x-ray "(B)(4)_xray_koenig-st.jpeg" from 22/08/2014 in communication log: implant is broken - implantation was on the (B)(6) 2014). Surgeon reported that patient came in for follow up late august and he reported that "upon review of x-ray, saw implant had broken off¿. The patient "did not have any trauma or fall according to doctor" and implant stays implanted per surgeon decision. Moreover, the x-ray from (B)(6) 2014 (see document "(B)(4) second request response_x-ray.pdf" in communication log) shows that implant was not broken after 6 weeks of implantation. Meaning the breakage occurred between 6 weeks and 7 months after surgery. As we have no information regarding patient height and postoperative care, we cannot determine the exact root cause of this breakage. Based on complaint history and previous cases, it has been identified that smart toe implants can break when patient is obese or when patient does not respect postoperative care or when patient keeps an important activity after surgery. All of these reasons could not be excluded in this case. Moreover, patient weight is important (approx. (B)(6)) and the patient is (B)(4), which means that her bone quality could not be optimal (osteoporosis). Even if breakage occurred, we can see that fusion is done (there is a callus and there was no need of corrective surgery per surgeon decision) and patient has no pain so we can conclude it is an asymptomatic breakage. No information concerning the exact circumstances of the implant breakage has been submitted. Therefore, it is only possible to give a short statement in general. A review of the labeling did not indicate any abnormalities. A review of the device history did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Based on the investigation results, this case could be classified as user-related. Please note that the current op tech reads: "postoperative care: smart toe implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed by follow up x-ray examination (normally after 4-6 weeks)." [Original statement - page 14] please note that the current IFU reads: "recommendations the size of the implant must be adapted to the patient anatomy." [Original statement] "precautions for use - the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. - it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation." [Original statements] "factors capable of compromising implantation success. - bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. - excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads." [Original statements] please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported patient came in for post op follow up (sx date: (B)(6) 2014) on (B)(6) 2014. No trauma or fall according to doctor. Review of x-ray, confirmed that the implant had broken off.

Event description:
It was reported patient came in for post op follow (B)(6) on (B)(6) 2014. No trauma or fall according to doctor. Review of x-ray, confirmed that the implant had broken off.